Event description:
Boston scientific received information that the patient with this device system was presented in the ER with a heart rate in the 30's. The patient was then transferred to the ICU. Upon device interrogation the following day, all lead measurements were within acceptable limits; however, the right ventricular (rv) lead pacing impedance measurement was greater than 2,000 ohms. The lead safety switch (lss) had tripped and the lead was sensing and pacing unipolar. Once the device was switched to bipolar, the patient flat lined and passed out. Within seconds, the device was switched to unipolar and there was no lasting issue for the patient. Additionally, auto capture had increased from less than 1v at implant to 5v. An xray of the device header that was taken from the initial implant procedure was reviewed. Technical services was consulted and discussed that it appeared that the rv and right atrial (ra) leads were not seen through the connector blocks, supporting a lead connection issue. A revision procedure occurred. Upon visual inspection of the device, it was apparent that the ra and rv leads had not been advanced far enough into the header. The physician loosened the setscrews for both leads and inserted the tips of the terminal pins past the connector blocks. Subsequent testing returned measurements within acceptable limits. The patient was reportedly doing well and further interrogation confirmed appropriate device function.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.